Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed button error and could not be cleared due to unresponsive keypad. The customer's blood glucose was 95 mg/dl. The customer went swimming, in the lake, with the insulin pump attached to their body. The customer stated that there was fluid present under the lcd display. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded damage on keypad traces. No button error alarm noted. Insulin pump received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.